Event description:
It was reported that during a pulse field ablation (pfa)procedure there was loss of atrial capture for approximately thirty minutes, coinciding with the pfa pulses sequences. After completion of the procedure, capture threshold was noted to have increased temporarily. Outputs were adjusted to secure safety margin to guarantee atrial capture. The patient condition was not reported.